Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
A philips field service engineer (fse) reported that a stuck button on the left gantry panel was identified. The fse confirmed this issue occurred while the CT system was not in clinical use and there was no report of harm to a patient, operator, or bystander. The fse temporarily disconnected the left gantry panel and instructed the customer to utilize the right gantry panel for positioning of the patient support, and ordered a replacement left gantry panel. Philips service will install the new left gantry panel once the replacement part arrives.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the patient support of their philips CT system continued to move out and down from the gantry after releasing the ¿unload¿ button of the lh front gantry control panel. The customer confirmed that the motion was stopped by pressing another button on the control panel. The customer also confirmed that the malfunction did not result in harm to a patient, operator, or bystander. A philips field service engineer (fse) evaluated the system error logs and determined that there were stuck button errors displayed. The fse noted that after releasing the button, when testing the lh front gantry control panel "unload" button, the light emitting diodes (led) on the gantry panels began to blink, which also identified a button being stuck engaged. On 28-aug-2015, the fse replaced the lh front gantry control panel to resolve the issue. The failed lh front gantry control panel was scrapped and was not available for further analysis. The fse provided the system error logs from the event. On 10-nov-2015, the fse confirmed that there has been no recurrence of the issue since the replacement of the lh front gantry control panel. CT engineering evaluated the system error logs and found: confirmed via log file analysis that stuck button errors were visualized and indicated that the lh front gantry control panel ¿unload¿ and ¿unload enable¿ buttons were stuck engaged. The fse replaced the lh front gantry control panel on 28-aug-2015 to resolve the issue. We are unable to determine the cause of the stuck lh front gantry control panel ¿unload¿ button as the failed control panel was scrapped and not available for analysis. CT engineering determined this reported event to have an acceptable risk: if this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: ¿ all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. ¿ the system performs a test for stuck buttons during initialization. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. ¿ motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. ¿ resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. ¿ instructions in the instructions for use to observe the patient during all movements of the patient support. ¿ table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. ¿ operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. ¿ there has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.